Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a similar device with product ID 55840014530 and 510k #k113174 was marketed in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having a revision surgery. On (B)(6) 2016, initial operation (l5 / s plif) was performed. Pre-operative diagnosis for this procedure was lumbar spondylolytic spondylolisthesis. An additional operation was performed on (B)(6) 2017, then an additional operation was performed on (B)(6) 2019. It was reported that revision surgery was scheduled¿as thoracic spine had collapsed due to l3 collapse.¿revision surgery was scheduled to be extended to the upper level.¿it was unknown whether it was a malfunction of the products.¿the physician did not say whether it was a product defect. Screws had been inserted at l3, but l3 collapsed and the upper part of that had collapsed. Updated information received on 13-aug-2021 (rep): on (B)(6), re-operation was performed. Patient medical history: articular rheumatism, osteoporosis, epilepsy, asthma. The physician in charge said that since the patient's bone quality was poor, adjacent segment disease continued to occur immediately after fixation, so there is a high possibility that adjacent segment disease will occur in the upper vertebral body even after this reoperation. This time, due to the collapse of the l2 vertebral body, the thoracic spine was in a state of bowing. L4-s ps was continued to be used as it was. At l3, two 55790016540 so56 cnrmas 6.5x40, h5494389 were removed. One g9010001540 prolock 5.5 / 6.0 40-51mm, h5475807 was removed all the products were returned to the patient. Rod was cut at lower end of l3ps, the cut rod was also returned to the patient. Mars was inserted into th12, l1 and l2, at l2 / 3, decompression and dissection were performed, autologous local bone was filled. T12-l2 and l4-s were cascaded and connected with mrc. One gc was placed in the connecting part and the operation was completed. Updated information received on 19-aug-2021: l3 screw was loose. To remove the l3 screw, removed one prolock, removed the set screw, and performed rod cut at the lower end of l3 in the surgical field. Then removed the l3 screw g9010001540 prolock 5.5 / 6.0 40-51mm h5475807 /quantity: 155790016540 so56 cnrmas 6.5x40 h5494389 /qiantity2 collapse occurred at l2, l2 / 3 decompression was performed, autologous bone grafted. Ps was inserted into t12 and l1 / 2 t12 / l1 / 2 and l4 / 5 / s were connected vertically by mrc. The physician once again commented that it was a patient's bone quality problem rather than an implant defect.